Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint that the extension set tubing separated from the luer hub and y-site was confirmed, but the exact cause could not be determined from the sample analysis. Two powerloc infusion sets were returned for investigation. The luer adaptor had separated from the extension set tubing on one sample. The extension set tubing had separated from the y-site on the other sample. No visible adhesive was observed on the extension set tubing; however, evidence of adhesive was observed at the end of each tubing when a uv light was used to fluoresce the adhesive. The outside diameter (od) of each extension set tubing was within specification. Because the tubing was separated from their connections, the complaint was confirmed. While tensile (pulling) and torsional (twisting) stresses may have been contributing factors of the reported event, the exact cause could not be determined. A lot history review (lhr) of asesf900 showed two similar product complaint(s) from this lot number.

Event description:
It was reported that the hub was withdrawn connected to y-site. No other information was provided. 07/14/2021: two samples were returned for evaluation. The extension tubing was detached at the luer hub on sample 1 and at the y-site on sample 2. This report addresses sample 2.